Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure. The last two fires the staples was not well formed. There was bleeding. Doctor took to many clips to solve the bleeding. The patient is ok.